Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit/dysfunction is a known adverse event as listed instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that during a left internal carotid artery stenting procedure with a rx acculink, the patient experienced a transient ischemic attack with speech difficulty and visual disturbance. The speech difficulty resolved by the end of the procedure however the visual disturbance persisted until twenty one days after the procedure. There was no reported treatment provided. The patient was discharged one day after the procedure. Though requested, there was no additional information provided.